Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. See MFR. Report #s 1627487-2011-00002 and 1627487-2011-00003. The pt rec'd her scs system on (B)(6) 2010 consisting of an ipg, surgical lead and two extensions. Since that time her lead and extensions were replaced due to migration. During a recent programming session on (B)(6) 2010, it was reported that several of the pt's lead contacts exhibited invalid impedance readings and the pt was unable to receive stimulation through her scs system. An x-ray was taken which revealed a lead disconnection at the extension header. Surgical intervention was undertaken to replace the extension. At that time, it was discovered that the pt's lead was frayed and missing multiple contacts. As such, the physician decided to remove the pt's entire scs system. The pt did not receive a replacement scs system.